Event description:
It was reported that a large volume intimate had a black spot on the distal end. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 12n045 was manufactured on december 6, 2012 to december 7, 2012. The affected device was received for evaluation against the reported condition. Visual inspection (via the naked eye) noted two black irregularly shaped spots approximately 0.02 and 0.03 mm in size located on the outer surface of the distal luer lock. The black spots were morphologically consistent with ink spots and were confined to the exterior surface of the distal luer lock. The ink spots were not in the fluid path. There was insufficient material for spectrophotometric analysis. The origin of this material is unable to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.